Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 242.4030 was not identified during the customer call. Tech support advised the customer to inspect the motor pinion and verify whether the ail op on the back of the board may be broken. They also recommended that if the motor pinion is found to be damaged, the bezel will need to be replaced. The customer acknowledged the guidance and stated he will perform the checks. He confirmed that if further issues are identified, he will call back to arrange for the units to be sent in for depot repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error code 242.4030. There was no patient involvement.